Manufacturer narrative:
(B)(4). It was reported that, at the time of this report, the patient was doing hemodialysis. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). It was reported that, on an unreported date, the patient's peritoneal dialysis catheter was removed and dianeal therapy was discontinued. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced peritonitis coincident with peritoneal dialysis (pd) therapy. The patient was not hospitalized for the peritonitis event. The cause of peritonitis event was unknown. The patient was treated with injection vancomycin (intraperitoneally (ip), one gram, stat dose), injection amikacin (ip, 100 milligrams, once daily, duration not reported) and injection fortum (one gram, once daily, route and duration not reported) for peritonitis. At the time of this report, the patient was recovering from the event. The action taken with pd therapy was not reported. No additional information is available.